Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7178944; medical device expiration date: 2022-06-30; device manufacture date: 2017-06-27; medical device lot #: 8002654; medical device expiration date: 2022-12-31; device manufacture date: 2018-01-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as ¿an oily substance¿ was seen on the tip of a bd¿ syringe with bd luer-lok¿ tip before use. The device was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Three opened packaged 10ml luer-lok syringes were received, two confirmed to be from batch #7178944 (p/n 302995) and one confirmed to be from batch #8002654 (p/n 302995). Samples were visually evaluated. All syringes were found to have small amount of silicone visible on the stopper. The small amount observed was a normal and expected amount for this product per product specification. Product defect not confirmed based on sample evaluation. DHR review for batch 7178944 (p/n 302995): manufacturing dates: 07/20/2017 to 07/21/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7178944 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 8002654 (p/n 302995): manufacturing dates: 01/9/2018 to 01/10/2018. Batch quantity was 504,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8002654 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Product defect not confirmed based on sample evaluation. Root cause and CAPA not required as no defects were confirmed.